Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a system alarm that occurred on the homechoice device, during prime. The system alarm was further described as check supply line, due to the hp having connected during the priming process. The hp was connected at the time of the event. The technical service representative (tsr) reviewed proper procedures with the hp. The hp would complete therapy using all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.